Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09/08/2020. Investigation conclusion: it was reported that nurse noted tube was leaking at the top of pump segment. Received from the customer is one used primary set model 2426-0500 lot 20063390. Also received is one new unopened primary set model 2426-0500 lot 20063390. The opened set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found no anomalies throughout the set initially. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it the set allowing fluid to flow through the whole set by gravity. The set leaked from a small hole at the top of the silicone segment (p/n 12088541) near the upper fitment. No other leaks were observed throughout the set. Closer inspection under a lab microscope no tool marks or crush marks on the upper fitment near the small hole. No further testing was able to be performed due to the leak. Visual and functional testing of the new unopened associate set found no leaks or anomalies. Equipment used for testing on (B)(6) 2020: optical ram-cnc eq 08204 (B)(6) 2021. A device history record for model 2426-0500 with lot number 20063390 was performed. The search showed that a total of 34,563 units in 1 lot number were built on 17jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of leaking at the top of pump segment was confirmed. The source of the leak is due to a small hole damage at the top of the pump segment. The root cause of the hole damage could not be determined. H3 other text : see h10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation and leakage. The following information was provided by the initial reporter: I have another product complaint to report. Our medical day care (mdc) staff reported a defective IV tubing bd alaris pump module administration set ref 2426-0500 on (B)(6) 2020. In our mdc clinic the practice is that the IV tubings are primed at the beginning of the day and then nurses take them to use as patients in the clinic arrive for their appointments. When the nurse grabbed the primed tubing and went to load the tubing into the alaris pump, she noted that the tube was leaking at the top of the pump segment. The tubing was primed with 0.9% normal saline, so I am able to send the affected product. The nurse did not have the original packaging, but upon reviewing the product available in our clean supply-it was noted that the lot # was likely (10) 20063390. The tubing was never attached to a patient, because thankfully the nurse noticed it prior. But, that said, it is alarming that the tube would have leaked chemo inside the pump if the nurse had not noticed prior to initiating the therapy. If more fluid is added to the tubing, your team should be able to re-create/observe the issue. Customer response (B)(6) 2020: there was no adverse event reported by the nurse that noticed the defect in the tubing. I do have the incident sample, as well as 1 other unopened sample from the same lot #.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation and leakage. The following information was provided by the initial reporter: I have another product complaint to report. Our medical day care (mdc) staff reported a defective IV tubing bd alaris pump module administration set ref 2426-0500 on (B)(6) 2020. In our mdc clinic the practice is that the IV tubings are primed at the beginning of the day and then nurses take them to use as patients in the clinic arrive for their appointments. When the nurse grabbed the primed tubing and went to load the tubing into the alaris pump, she noted that the tube was leaking at the top of the pump segment. The tubing was primed with 0.9% normal saline, so I am able to send the affected product. The nurse did not have the original packaging, but upon reviewing the product available in our clean supply-it was noted that the lot # was likely (10) 20063390. The tubing was never attached to a patient, because thankfully the nurse noticed it prior. But, that said, it is alarming that the tube would have leaked chemo inside the pump if the nurse had not noticed prior to initiating the therapy. If more fluid is added to the tubing, your team should be able to re-create/observe the issue. Customer response 31-aug-2020: there was no adverse event reported by the nurse that noticed the defect in the tubing. I do have the incident sample, as well as 1 other unopened sample from the same lot #.